Event description:
The st. Jude medical representative reported low impedance on the high voltage lead integrity (hvli) test. Further electrical testing on the high energy lead seemed to produce chest stimulation. This was a subpectoral implant and physical inspection of the lead revealed an insulation tear on the pace/sense electrode. The lead was capped.